Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with late post-operative inflammation after having intraocular lens (iol) implant. Additional information was provided by the surgeon, who reported that the patient experienced hazy blurry vision 5 weeks following an uncomplicated surgery. The event was identified as uveitis. The outcome of the event continues and the patient may need a pars plana vitrectomy. The culture results were negative growth.